Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that they were unable to acquire a 12-lead ECG. There was no negative patient impact.